Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s current blood glucose level was 175 mg/dl. Customer states insulin continued to drip after letting go of the act button. The customer reported that the drive support cap appears normal. The customer also reported that they tested the insulin pump with a different infusion set and the same thing happened. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.